Event description:
Surgeon was performing a full sternotomy. While placing the last two of five zipfix implants around the sternum, neither device would lock into place. Surgeon added two zipfix devices from an alternate package to successfully complete the procedure. This is the first of two reports for the same event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.